Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and ovarian germ cell teratoma benign ('left ovary teratoma') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: chronic, abdominal") and migraine ("migraines / headaches") and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) and salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, migraine, ovarian germ cell teratoma benign and pelvic pain to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 5 trailing coils from right, 6 trailing coils from left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b82475, manufacturing date: 2013-10, expiration date: 2016-10. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and ovarian germ cell teratoma benign ('left ovary teratoma') in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: chronic, abdominal") and migraine ("migraines / headaches") and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) and salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, migraine, ovarian germ cell teratoma benign and pelvic pain to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 5 trailing coils from right, 6 trailing coils from left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received: events- "migraines / headaches, left ovary teratoma", reporter, medical history, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.